Event description:
The manufacturer received an allegation by the patient's family that a trilogy evo screen turned black and displayed nothing and the alarm sounded when they turned the power on. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed during an operational check. During the evaluation it was noted that a ventilator service required error code in relation to (backlight driver on display pca failed) was recorded in the device event log. In conclusion, the device's display board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, contamination was confirmed, therefore the following parts were replaced: flow sensor, blower assembly, muffler assembly. In addition, noise coming from the buzzer assembly was confirmed therefore, the buzzer assembly was replaced unrelated to the reportable malfunction/issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.